Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2021-03599 is the correct report and is the primary complaint. MFR report#: 2031642-2021-03690 has been identified to be a duplicate and should be nulled.

Event description:
The customer reported the unit shut down. The customer has downloaded the log with (B)(6) and wants to know how to save the report. The customer identified the unit shutting down at 7 o'clock in the evening. The customer reports that the unit shut down on battery on april 5th. The customer has noted that they see the startup in the diagnostic error report (drpt) and shortly thereafter, the unit ran on internal battery. However, there is no low internal battery message prior to the shutdown on the drpt. The customer reports that they replaced the power supply and the battery and that corrected the issue. The unit was in clinical use, but there was no patient harm when the unit was changed out.